Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia) uterine bleeding"), autoimmune thyroiditis ("autoimmune disorder-type of disorder: hashimotos") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. Concurrent conditions included morbid obesity and weight gain. Concomitant products included drospirenone w/ethinylestradiol (ocella) from 2005 to 2016, levothyroxine sodium (synthroid), liothyronine sodium (cytomel), metformin and phentermine. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced migraine ("migraines/migraines/headaches") and vaginal discharge ("abnormal vaginal discharge/vaginal discharge"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). In 2010, the patient experienced headache ("migraines/headaches"). In (B)(6)2010, the patient experienced fatigue ("fatigue/fatigue"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia) uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) uterine bleeding"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/joint pain") and abdominal pain ("severe abdominal pain"). In (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("abnormal weight gain"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), hypothyroidism ("other injury or complications-please describe: hypothyroidism"), uterine pain ("uterine pain"), abdominal pain lower ("cramping") and nasal congestion ("stuffy nose"). The patient was treated with thyroid hormones, other antiinflammatory agents in comb., diuretics, surgery (total vaginal hysterectomy and bilateral salpingectomy to remove the essure devices) and alternative therapy (diet and exercise). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, abnormal weight gain, migraine, alopecia, fatigue, arthralgia, vaginal discharge, abdominal pain, procedural pain, dysmenorrhoea, headache, weight increased and hypothyroidism was resolving, the uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, uterine pain and abdominal pain lower had resolved and the nasal congestion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nasal congestion, pelvic pain, procedural pain, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery which required her to miss six weeks of work. Since having the surgery, plaintiff's symptoms are improving. All other symptoms diminished, current weight 344 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.8 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion; on (B)(6)2017: verify correct placement device; on an unknown date: confirming full occlusion of fallopian tubes after undergoing abdominal ultrasound, hysteroscopy, and biopsy, on or about (B)(6)2017, physician recommended plaintiff have her cervix, uterus, and fallopian tubes removed, including removal of the essure coils. Concerning the injuries reported in this case, the following onereported via social media : nasal congestion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received and social media : added patient demography, medical history, new event: stuffy nose, concomitant medications and event onset dates. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia) uterine bleeding") and autoimmune thyroiditis ("autoimmune disorder-type of disorder: hashimotos") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines/migraines/headaches") and vaginal discharge ("abnormal vaginal discharge/vaginal discharge"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). In 2010, the patient experienced fatigue ("fatigue/fatigue") and headache ("migraines/headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain/joint pain") and abdominal pain ("severe abdominal pain"). In (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia) uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) uterine bleeding") and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("abnormal weight gain"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), autoimmune thyroiditis (seriousness criterion medically significant), hypothyroidism ("other injury or complications-please describe: hypothyroidism"), uterine pain ("uterine pain") and abdominal pain lower ("cramping"). The patient was treated with thyroid hormones, other antiinflammatory agents in comb., water pills, surgery (total vaginal hysterectomy and bilateral salpingectomy to remove the essure devices) and alternative therapy (diet and exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal weight gain, migraine, alopecia, fatigue, arthralgia, vaginal discharge, abdominal pain, procedural pain, dysmenorrhoea, headache, weight increased, autoimmune thyroiditis and hypothyroidism was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, uterine haemorrhage, uterine pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, arthralgia, autoimmune thyroiditis, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, pelvic pain, procedural pain, uterine haemorrhage, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery which required her to miss six weeks of work. Since having the surgery, plaintiff's symptoms are improving. All other symptoms diminished, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2017: verify correct placement device; on an unknown date: confirming full occlusion of fallopian tubes after undergoing abdominal ultrasound, hysteroscopy, and biopsy, on or about (B)(6) 2017, physician recommended plaintiff have her cervix, uterus, and fallopian tubes removed, including removal of the essure coils. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs was received. Events per pfs: abnormal bleeding (vaginal), uterine bleeding, dysmenorrhea, headache, weight gain, autoimmune disorder-type of disorder: hashimotos, other injury or complications-hypothyroidism, uterine pain, cramping were added, outcome of the events was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abnormal weight gain ("abnormal weight gain"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain"), vaginal discharge ("abnormal vaginal discharge"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abnormal weight gain, migraine, alopecia, fatigue, arthralgia, vaginal discharge, menorrhagia, abdominal pain and procedural pain was resolving. The reporter considered abdominal pain, abnormal weight gain, alopecia, arthralgia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery which required her to miss six weeks of work. Since having the surgery, plaintiff's symptoms are improving. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: verify correct placement device; on an unknown date: confirming full occlusion of fallopian tubes. After undergoing abdominal ultrasound, hysteroscopy, and biopsy, on or about (B)(6) 2017, physician recommended plaintiff have her cervix, uterus, and fallopian tubes removed, including removal of the essure coils. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.